Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter and is currently being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection showed that the drip chamber had separated from the check valve filter outlet port/end cap. Inspection under a microscope showed that the drip chamber had little to no solvent residue on the bonding surface. The check valve filter outlet port/end cap showed no residual solvent residue on the sealing surface. All remaining solvent bonds throughout the set were then pull tested with no failures noted. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol set separated at the drip chamber during priming. The reporter stated that the buretrol set was tilted up to squirt fluid out of the drip chamber and instead the fluid squirted out of the drip chamber from the buretrol attachment and separated in the radiology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.